Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. A clinical evaluation states that two undated, unlabeled images were provided. The first intra-operative image shows the electrode of the super turbovac 90 is present, but a small piece doesn¿t appear intact but cannot confirm and it does not aid in determining the root cause of the tip breakage. The second fluoroscopic image confirms a foreign piece is retained but does not identify its exact location or its potential for future impact to the patient. The IFU does warn, ¿safe and effective electrosurgery is dependent not only on equipment design, but also, to a large extent, on factors under the user's control.¿ a review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: h2: corrected information in h6: health effect - impact code.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that at the end of a left knee joint cleaning, partial meniscectomy and cartilage repair surgery, the tip about 1mm of the super turbovac 90 was missing. The piece was searched in the surgical incision, joint cavity, and surgical field and found the particle behind the left knee joint capsule. Considering the foreign body was small and had little impact on joint function, the specialist decided to leave the particle in the patient. To remove it, two new incisions had to be made, and the possibility of removal was low. The procedure was completed using the same faulty device. There was a delay less than 30 minutes and no further complications were reported. Current patient status is fine.